Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 3.00 promus premier drug-eluting stent was used to treat the lesion. However, during implantation, it was noted that the stent was damaged. The device was removed from the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a promus premier, mr, ous 3.0x28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 6th and 7th struts on distal end appeared slightly damaged. The od (outer diameter) of the undamaged proximal section of the stent was measured which is within the max crimped stent profile specification. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement & withdrawal attempts. The balloon cones were reviewed no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon was not subjected to positive pressure. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 3.00 promus premier¿ drug-eluting stent was used to treat the lesion. However, during implantation, it was noted that the stent was damaged. The device was removed from the patient's body. No patient complications were reported.